Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filled.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure a balloon rupture occurred. The lesion was located in the left circumflex. Details of the lesion are unknown. While inflating the 2.75x24mm taxus liberte stent system the balloon ruptured at 10 atmospheres. The stent was, however, implanted successfully with help of another non bsc balloon. The patient status is stable with no complications reported.